Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of a nc quantum apex balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. There were numerous hypotube kinks. Microscopic inspection revealed a longitudinal tear in the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 8mm x 3.00mm nc quantum apex¿ balloon catheter was advanced for post-dilation but the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another nc quantum apex¿ balloon catheter. No patient complications were reported and the patient's status was stable.